Event description:
A piece of silver (plastic) from the trocar was noticed inside the patient's abdomen through the scope during the procedure. The piece was retrieved and the procedure was continued without any injury or ill-effects to the patient. Procedure type: laparoscopic appendectomy.